Manufacturer narrative:
Concomitant: product ID 37752, serial# (B)(4), product type recharger. Product ID 3550-39, lot# n276203, implanted: 2011-(B)(6), product type accessory. Product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. Product ID 3777-60, serial# (B)(4), implanted: 2011-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient's device was not covering the change in pain. The patient would have an appointment with her doctor (B)(6)-2014, four days after the report. She needed stimulation parameter adjustment done because the ones that were put in were not working for her as well anymore. It was the same pain that had changed, but that had seemed to have gotten worse and the patient just needed to be tweaked. It was also reported that the patient was having to charge more often - "more like weekly now," and she would like to have the implantable neurostimulator (ins) checked. After the appointment, on the same day, it was reported that the patient's stimulation was reprogrammed. Contacts 5, 12 and 9 had out of range impedances, >10,000 ohms and the stimulation was programmed around those contacts "transverse talking." Several program groups were changed. The patient wanted to get more coverage in area just above coccyx and it was possible to give several groups to the patient that covered this area and across low back. It was also reported that the patient recharged frequently as she was using 2 programs with high amplitude on both programs as well as high rate. The settings were changed so she used less contacts with decreased pulse width and rate which should help with the recharging issue. The device remained in service. There were no further issues at this time. The patient was happy with her stimulation at the time of the report, it was covering all areas of pain.